Event description:
Information received regarding the device does not address the patient's clinical status but notes that during the generator replacement procedure, the lead exhibited <200 ohms impedance. It appeared that some medical adhesive or another substance was on the lead from where the upsizing sleeve had been removed. Capture thresholds remained constant but the sensing had decreased from 4.0-5.0 mv to 2.5-4.0 mv. The lead was capped.